Event description:
Per customer, hot to touch during procedure. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
Per customer, hot to touch during procedure. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.